Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius and yellow particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on radius, wear abrasion, crease fold and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.